Event description:
According to the customer, the nebulizer stopped working and it has no pressure.

Manufacturer narrative:
Detailed description of the event: according to the customer, it was reported that the nebulizer stopped working and it has no pressure. There were no reports of death, serious injury, medical intervention, or follow up care. Based on the information reviewed, the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could be likely to cause or contribute to a death or serious injury. An MDR submission was required and has been completed and documented. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.